Event description:
It was reported that upon testing, the ventricular lead exhibited low impedance and the patient experienced muscle stimulation. An insulation anomaly was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.